Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: this x-ray system can have random image storage problems resulting in the automatically rebooting of the system. This problem happened during interventional procedure. The details of the exact event are still being investigated at this time.